Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an error message for low transmitter battery was displayed. No additional patient or event information is available. Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and failed. Data was downloaded and evaluated. A low transmitter battery alert and failed transmitter error were observed in the share log. The complaint confirmation of a low transmitter battery was confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a transmitter failure error.